Event description:
The customer returned the pump indicating that the pump did not recognize the installed syringe. During in-house testing, it was noted that the pump accepted a 60cc syringe as a 35cc and did not alert invalid syringe size.